Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a partial lead was returned in two pieces measuring 7.3cm and 47.7cm, respectively. An external abrasion breaching the outer insulation exposing the outer coil was noted at 37.8cm to 38.1cm from the distal tip, consistent with lead friction to the device can. All other damages noted are consistent with procedural damage. Electrical testing found a shorting between conductors due to procedural damage. This product is registered as a combination product.

Event description:
This report is to advise of an event observed during analysis.